Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The device was requested/is expected but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. If the device is returned and additional information is obtained, a follow-up report will be submitted. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that during a meniscal repair procedure on (B)(6) 2015, a total of 5 speed cinches were used. Speed cinch #1: prior to deploying the first peek implant, the needle penetrated the side of the black cannula and cinch was not used. Speed cinch #2: the first peek implant was fully deployed through the meniscus. When attempting to deploy the second peek implant the device was difficult to press and the surgeon required using two hands to force the second peek implant to deploy. The second peek implant did finally deploy and the cinch was able to be cinched down. There was no audible or tactile click heard when the trigger was pulled to the 3/4 position. Speed cinch #3: both peek implants deployed correctly. Rep states they did not pull the suture to tighten down the knot per arthrex recommendation. While using the knot pusher/cutter (ar-4515) it immediately severed the suture at the knot. The sutures were removed and the peek implants remained in the patient. Two additional speed cinch devices were used to complete the case which worked without issue. The first and second speed cinch devices are being returned for evaluation. Speed cinch #3 was discarded in biohazard by the staff.